Event description:
It was reported that during an unknown procedure the tissue pad fell off. The fallen piece was retrieved by forceps. Changed to another one to complete the procedure. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.